Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step and the device's screen was unable to viewed. The device's lcd display, oxygen blender module board, oxygen blender manifold, and interface board were replaced to address the issue. In addition of the above evaluation, the technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. The device's software version was checked.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step and the device's screen was unable to viewed. The device's lcd display, oxygen blender module board, oxygen blender manifold, and interface board were replaced to address the issue. In addition of the above evaluation, the technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. The device's software version was checked. The oxygen blender module board, oxygen blender manifold, and interface board were evaluated by the manufacturer's product investigation laboratory (pil) and found the oxygen blender module board, oxygen blender manifold, and interface board as designed and operated without issue or error codes.